Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's family indicated the "device fired saturday" and the patient "was in distress". Follow up with the clinic revealed the implantable cardioverter defibrillator (ICD) did not shock inappropriately. The clinic indicated the right atrial (ra) lead exhibited undersensing. The lead was reprogrammed and remains in use. The ICD remains in use. No further patient complications have been reported as a result of this event.